Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02672 pertains to the other device. It was reported to boston scientific corporation that prior to the attempted removal of a percuflex urinary diversion ureteral stent during a removal and replacement procedure, it was noticed on x-ray that the pigtail had detached and remained inside the patient. The physician removed the rest of the stent during this procedure. The detached portion, measuring approximately five centimeters in length, was removed using a urethroscope during a second procedure on (B)(6) 2012. When the device was visually checked after removal, some small cracks were noticed around the side hole of the detached area. The patient's condition following the procedure is reportedly 'good.'

Event description:
The device had been placed in the patient body for 29 days. When the physician tried to remove the device from the patient in order for replacement, the device broke and detached at the pigtail area. The detached piece was approximately 5cm in length. Although the detached piece remained in the patient body, it was removed from the body using urethroscope. When the device was visually checked after removal, some small cracks were noticed around side hole of detached area. **the drainage stents had been replaced every month, and this was the ninth replacement for this patient. The detached fragment was removed, and the patient condition was reported as good.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02672 pertains to the other device. It was reported to boston scientific corporation that prior to the attempted removal of a percuflex urinary diversion ureteral stent during a removal and replacement procedure, it was noticed on x-ray that the pigtail had detached and remained inside the patient. The physician removed the rest of the stent during this procedure. The detached portion, measuring approximately five centimeters in length, was removed using a urethroscope during a second procedure on (B)(6) 2012. When the device was visually checked after removal, some small cracks were noticed around the side hole of the detached area. The patient's condition following the procedure is reportedly "good."

Manufacturer narrative:
(B)(4): stent detachment. The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
Additional information received stating that the suture was placed without difficulty after cancer treatment by inserting a guidewire. The stent was not sutured to the patient. The patient had the whole urinary bladder extirpated in (B)(6) 2011 due to invasive bladder cancer. Stents were placed every month since (B)(6) 2011.

Manufacturer narrative:
Analysis of the returned percuflex urinary diversion ureteral stent revealed that the stent was torn and only the detached renal pigtail was returned for analysis. Vertical cracks were found along the entire renal pigtail section. A protein film was identified on the device. There is no evidence of bulk material degradation produced by this substance. Analysis concluded that the tear occurred due to a bending/tension overload with a contribution of an embrittled surface. No other material anomalies were found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02672 pertains to the other device. It was reported to boston scientific corporation that prior to the attempted removal of a percuflex urinary diversion ureteral stent during a removal and replacement procedure, it was noticed on x-ray that the pigtail had detached and remained inside the patient. The physician removed the rest of the stent during this procedure. The detached portion, measuring approximately five centimeters in length, was removed using a urethroscope during a second procedure on (B)(6) 2012. When the device was visually checked after removal, some small cracks were noticed around the side hole of the detached area. The patient's condition following the procedure is reportedly 'good.'

Manufacturer narrative:
Analysis of the additional returned portion of the urinary diversion ureteral stent, sized approximately 34.5 cm, revealed that the body was discolored black/brown. There is no evidence of bulk material degradation produced by the non-identified substance found on the inner surface of the sample. The discoloration is not a foreign matter, but rather expected due to normal body response to stent placement and ureter trauma.